Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the pump had failed battery and vibrate anomaly. The customer¿s blood glucose level was unknown at the time of incident. The customer reported that the pump did not vibrate during vibrate test. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No unexpected failed battery alarm or no audio/vibrate anomaly noted during testing. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment.